Manufacturer narrative:
(B)(4). Batch # r9460n. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use or blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic left colectomy and distal gastrectomy procedure, ¿remove instrument from patient¿ was displayed when the device was used during distal gastrectomy even though the device had been activated without problems for the colectomy. Then, ¿clean blade¿ and eventually ¿replace instrument¿ were displayed. The blade tip was not broken off and no pieces fell into the patient. Other competitor¿s device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). We got this information from the sales rep: "the sales rep reported the additional information. When the sales rep had received the device from the hospital, the blade was not broken off and so the doctor didn¿t think the piece had fallen into the patient. Doctor thought the blade was pressured too much during use."